Manufacturer narrative:
Continuation of d10) section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A11 captures the 3d view usage issue while a13 captures the not visible plans in the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while using the deep brain stimulation software, the plan overlays were not visible in 3d views within the software application. There was no patient involved.

Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the reinstalled microcal on the system which appeared to resolve the reported issue.

Manufacturer narrative:
H6) a software analysis was conducted. In summary, it was observed that the absence of "toolsdb" caused the plan overlay issue. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.